Event description:
It was reported that the patient¿s freestyle libre 3 plus sensor could not establish a scan connection despite multiple attempts, resulting in a scan error and use of backup therapy; this aligns with an intermittent communication failure associated with electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and abbott support. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to electrical and magnetic components, specifically implicating the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.